Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported after the clip was deployed in chordae and only on one leaflet. To stabilize the clip, an additional clip was implanted. The additional clip is considered medical intervention and is a serious injury.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported entrapment in chordae was unable to be determined. The reported foreign body in patient was a cascading event of the reported entrapment in chordae. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.